Event description:
General report received of an unspecified number of undocumented incidents of leakage in the system distal to the flush device of the transducer occurring over the "last couple of months". It was reported that the monitoring kits are connected to arterial lines, which are then patient mounted and stabilized by using an armboard and gauze. During blood draws from the stopcock, the nurse would notice that the armboard, which is wrapped with gauze, is wet. It was reported that the leakage of saline solution appears to occur between the stopcock and the transducer as tightening of the connections resolves further leakage. There have not been any incidents of blood backup or blood loss. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.